Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had given an inappropriate "AED leads off" message which would not allow the device to recognize a pt. This failure was discovered during a routine inspection. There were no pts involved with the reported failure.